Event description:
It was reported that the customer went to the emergency room with a blood glucose of over 400 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.